Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was reported that the instrument has fogging issues. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8.5mm endoscope (stereo) with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument was received with a missing distal window resulting in fluid invasion and subsequent major damage to optical components. Complete window was missing. Fragments of the adhesive to the distal window were missing.